Manufacturer narrative:
Corrected information was provided in h6 (medical device problem code). Upon review, it was identified that unable to place or position code was updated to failure to advance (since pump was unable to cross the valve).

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was most likely patient condition related to stenosis. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62-year-old male with acute myocardial infarction complicated by cardiogenic shock and a left ventricular ejection fraction of twenty five percent was supported with an intra aortic balloon pump, inotropic medications, vasopressors, and mechanical ventilation. Day 1: right femoral arterial access was obtained using a percutaneous ultrasound guided approach for planned impella cp implantation. Initial complaint concerned unsuccessful device placement. During the attempt, severe aortic stenosis with an aortic valve orifice of approximately zero point six centimeters was identified. This measurement meets the contraindication described in the device instructions for use, which states that an aortic valve orifice of zero point six centimeters or less does not permit safe advancement of the device. Although the initial guidewire and diagnostic catheter crossed the valve, multiple attempts to deliver the impella catheter were unsuccessful despite exchanging wires and using controlled delivery techniques. Due to the inability to traverse the severely stenotic valve, the procedure was aborted, and the patient continued on intra aortic balloon pump support, inotropic medications, vasopressors, and ventilation. No impella support was established, and the post procedure outcome was documented as unknown. The patient outcomes occurred are related to the attempt to place the device and is therefore device associated by timing. The severe aortic stenosis measuring approximately zero point six centimeters, a contraindication identified in the instructions for use, directly prevented advancement of the catheter. Based on the available information, the anatomical obstruction is the primary contributing factors of the patient outcomes, rather than device related causes. The patient remained supported with intra aortic balloon pump therapy, vasoactive medications, and ventilatory support following the aborted procedure.